Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is purple, component failure of the r-unit (charged coupled device), outer tube is dent and had scratched, component failure of the outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to r-units (charged coupled device), image is purple and green. Due to mechanical damage, outer tube is dent and has scratches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the whole screen of subject device turned to green during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.